Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the flow module printed circuit board (pcb) and the mix controller pcb. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during testing a 980 ventilator stopped cycling. The ventilator was not in use on a patient at the time the event occurred.